Event description:
A cook ivc filter that had been implanted for approximately 4 months could not be retrieved during an outpatient procedure, resulting in the procedure being aborted. The primary complication identified was that the caval hook had migrated outside of the ivc lumen, which was confirmed in response to follow-up questioning. No patient anatomical abnormalities were noted as contributing factors, and the filter's tilt orientation prior to the retrieval attempt was unknown. A separate additional complaint was created specifically in relation to the finding of the caval hook being outside the ivc lumen.